Event description:
It was also reported that inappropriate therapy was delivered due to oversensing and high ventricular lead impedance (>3000 ohms). The pace/sense portion of the lead was capped, but the high voltage portion remains active. No further patient complications were reported as a result of this event.